Manufacturer narrative:
(B)(4). Batch # ni. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the staple line complete, but some of the staples were not formed properly?

Event description:
It was reported that during an open low anterior resection, the clamped tissue was slipped forward and the target tissue was not stapled at the 6th to 8th firing. The cartridges were gold. The staples were partially formed properly, though some were not. The tumor was large, so the firing was proceeded as controlling the direction of the tissue. Also, the device was fired across an existing staple line. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the staple line complete, but some of the staples were not formed properly? No, some were formed and some were unformed. The analysis found that one pce60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.